Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother also reported that they had bent cannula. The customer's blood glucose was 467 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with manual injections. The customer's mother was advised to change the infusion set. The insulin pump will not be returned for analysis.